Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified covid assay the following information was provided by the initial reporter: " we had a lot of false positive samples"

Manufacturer narrative:
Investigation: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(4). Customer reported that they received false positive on covid-19 samples. Field service was dispatched. Field service disassembled the instrument and cleaned the rails and spindle and cleaned the readers. Verified the connection and rewire the cable between the aio and the instrument. Instrument was reassembled and the software was updated to 5.14 and max image 2.0 win 10 was installed. Efc was conducted and normalization was conducted. Robot has been adjusted. Instrument was returned to customer functional. No parts were returned to bd for investigation. Complaint was confirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.assays used: unspecified covid assaythe following information was provided by the initial reporter: "we had a lot of false positiv samples"